Event description:
The customer advised a company clinical rep in (B)(6), that while the iabp was in use on a pt, they were unable to obtain a pressure waveform. This was a result of clinical issues in setting up the pressure line. At the time, no pt injury was reported.

Manufacturer narrative:
During f/u conversations with the customer in (B)(6), they advised that the pt had subsequently expired; however, the pt had been in very critical condition, and they do not attribute the pt's death to the iabp or to the inability to set up the pressure line. The hosp has not provided the serial number of the iabp.